Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y gastric bypass, the screen was activated, read the adapter and the reload with 3/4 battery charge. Once the surgeon went to use the powered stapler for the first firing, the jaws were not able to close to fit down the trocar. The screen was blank as if it ran out of battery. Had to use another handle and shell. After charging, the powered stapler that shut off during the procedure, was not able to turn on. It was also reported that during the procedure, that the surgeon was not satisfied with the staple line, could not clearly see it and patient was very oozy. Another reload was used to make correction. There was no patient injury.